Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered in barrel with a bd preset¿ eclipse¿. This occurred on 5 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 5ea abgs has fm in the barrel.